Event description:
It was reported the patient was admitted to the hospital and diagnosed with a suspected infection at the ipg site. The patient received IV antibiotics. The patient was discharged from the facility as no infection was found. The issue has since resolved.